Event description:
It was learned via the patient registry that a patient with a 21mm 2700 pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of 16 years, 10 months due to unknown reasons. The explanted valve was replaced with a 21mm 11500a pericardial valve. Per the surgeon, the explanted surgical valve did not prematurely fail.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint.the information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 2700 21mm bioprosthetic aortic valve, implanted for 16 years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. A supplemental MDR will be submitted as soon as new information is received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.